Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -10.0 into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged on (B)(6) 2024 for a longer length lens due to low vault. This resolved the problem. Cause of the event was reported as unknown.